Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 126, 114, 112, 99, 106 and 158 mg/dl. The customer¿s expected am fasting blood glucose test result is <100 mg/dl and expected pm fasting blood glucose test result range is 95-110 mg/dl. The customer feels well and did not report any symptoms. Customer stated she called doctor to let him know about the high and erratic results and doctor recommended she call pharmacy to get meter calibrated. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/24/2025 and open vial date is a week ago. The meter memory was reviewed for previous test result history: result 1: 126mg/dl, date: (B)(6) , time:9:39am fasting . Result 2: 114mg/dl, date: (B)(6), time:9:35am fasting . Result 3: 112mg/dl, date: (B)(6), time: 9:34amfasting. Result 4: 99mg/dl , date: (B)(6) , time:4:43am fasting . Result 5: 106mg/dl, date: (B)(6), time:4:41am fasting . Result 6: 158mg/dl, date: (B)(6) , time 4:40am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 25-jul-2024 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.